Event description:
The synthes complaint handling unit received a maude event report on (B)(6) 2014. Only additional and/or corrected information will be contained in this report. (B)(4). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Information unable to be confirmed please see the DHR review for further information. Device is an instrument and is not implanted/explanted. A review of the device history record could not be performed as the lot and part combination could not be found. It is unknown if the lot or part number reported is correct they both were determined to belong to drill bits as described below: reported lot number f-14951 aligns with part 315.92, description: 2.5mm three-fluted drill bit reported part number 315.290 does not align with the lot number, description: 3.2mm three-fluted drill bit qc/195mm. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.